Event description:
The complainant alleged that while monitoring a pt, the device did not display an EKG on the screen. The device did display a dotted baseline and "check electrodes" message. The emt checked the connections, changed the electrodes and placed the device into manual mode and was still unable to obtain an EKG. The complainant indicated there was no adverse effect to the pt as a result of the reported malfunction.